Manufacturer narrative:
Device evaluated by MFR.: a ranger device was received for analysis. A visual and tactile examination of the shaft found multiple shaft kinks. Visual examination of the returned device found that the balloon had not been inflated and was not subjected to positive pressure. The investigator was unable to inflate the balloon due to the shaft kinks. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified lower limb extremity artery. A 2.50mm x 150mm, 150cm ranger sl otw drug-coated balloon catheter was advanced for dilatation. During the procedure, the device was inflated twice, each time at 10 atmospheres. However, the balloon could not be opened, and a visible pinhole was noted on the balloon after removal. The procedure was completed by replacing with another device of the same device. The patient condition was stable post-procedure.